Event description:
It was initially reported that a non-critical alarm was not heard but confirmed by telemetry. The alarm was due to a low reservoir volume. Subsequently, the pt was in the hospital and admitted to the ICU. The physician did not believe the hospitalization was drug related but wanted the pump stopped. The pump dispensed 6 mcl/day. The drug, dosage and concentration were unk. Pt's status was unavailable at the time of report. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).